Manufacturer narrative:
The actual device was not available; however, a photograph and eight (8) retained samples were evaluated. Visual inspection and a leak test and the reported condition was not verified. The most likely cause of the reported problem was attributable to the manufacturing and assembling process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a gambro cartridge, an arterial pressure alarm was generated and an external blood leak was observed. The location of the blood leak and the amount of blood loss were not specified. The treatment was ended without the restitution of blood contained in the extracorporeal circuit. There was no patient injury or medical intervention associated with this event. No additional information is available.